Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that since probably september of 2023, they had been having serious incontinence problems. The patient stated they didn't even get an urge, they just felt the urine flowing and that they had to go from a number 5 to a number 6 pad because accidents continued to happen and they changed settings on program 7 at 5.6 ma and their accidents continued. They stated the manufacturing representative (rep) had added additional programs for them previously, but even trying those programs hadn't helped. They had just been gradually changing the intensity because they hadn't wanted to do it too quickly and accidents continued. The patient stated they called their rep back in (B)(6) 2024 (patient stated they contacted both the hcp and had left a message about the issue with the rep) but at the time, their child was actively dying so their child took priority over anything else. The patient and the rep played phone tag a bit, but the patient never talked to the rep because too much had been going on at that time. They hadn't made any changes to their settings until yesterday when they went to check their settings because they were trying to prepare for an MRI and they got an end of service (eos) message. Eos message was reviewed with the patient and they were redirected to follow up with their managing health care provider (hcp) to discuss their next steps. They were concerned that the battery was already dead given they just had the implant implanted in (B)(6) of 2022, but noted they would follow up with their hcp to discuss their next steps. They were scheduled for an MRI of their spine on monday ((B)(6) 2024), but it had to be cancelled due to the eos message.